Event description:
It was reported that the customer received a button error alarm. Before the customer entered her carbohydrates, the numbers began to ramp up. The customer's blood glucose level was 201 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.